Event description:
The customer reported to customer service that the power supply for her breast pump had a visible blue flame and smoke come out of it. She plugged it in and smelled something. She felt the power supply and it was warm to the touch. When she removed it from the outlet and plugged it into a different outlet, the blue flame came out. An injury was not reported.

Manufacturer narrative:
A replacement supply was sent to the customer. In follow up with the customer, she confirmed witnessing a blue flame at the prongs and that she also saw sparking at the prongs. She further indicated that there were exposed wires at the strain relief and that no injuries were sustained as a results of the issue. Eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation at the strain relief was present which could result in a flame. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. A visual examination of the power supply revealed no deformations of the transformer housing. A visual examination of the cord revealed twisting with exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as 168.5 ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 59.5 ohms, which is normal and indicates that the thermal fuse did not blow.